Manufacturer narrative:
Device evaluation: one used, decontaminated device was received for investigation. Visual inspection noted the unit was returned without its obturator; no damage or dysfunctional conditions that could affect the cuff performance were observed. The reported failure mode, cuff not symmetric, could not be confirmed during functional testing. A device history report (DHR) review could not be completed as no lot number was provided. The item number 67p030 was reported however it was noted that the item number of the received device was 67nfps30. No corrective actions are required. This failure will continue to be monitored to determine if new actions need to be taken.

Manufacturer narrative:
D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
Patient received new trach at about 1800 and some agitation and bloody suctioning of the trach was noted, though patient was reported to be asleep at shift change. Patient woke up at 2100 and was noted to be agitated with no left sided breath sounds. Until 2230 increased work of breathing, mottled, blue, emesis and still no breath sounds on left side was reported. Multiple providers called to bedside on for interventions. Interventions included fi02 to 100%, cpt, bagging, reposition and change of trach ties, x-ray, tylenol, continued assessment of breath sounds/vitals/suctioning (bright red). Patient did not improve and so a trach change was carried out. Once removed, it was noted that the cuff was only filling up on the left side and therefore occluding oxygenation to the left lung of the patient.